Manufacturer narrative:
Intuitive surgical, inc. Has received the permanent cautery hook involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip tip at the grip assembly. Broken piece was returned by the customer. The known common cause of this failure is user mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on the failure analysis, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the broken fragment that fell into the patient. The broken fragment was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted surgical procedure, the tip of the maryland bipolar forceps instrument was missing. The missing fragment was found and retrieved without patient harm, adverse outcome or injury.